Manufacturer narrative:
Concomitant product: model: 4568-53, lead; implanted: (B)(6) 2003. Product event: summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited numerous short interval counts (sic) as well as t-wave oversensing (twos). The physician stated he was "concerned about the integrity of the lead." The lead currently remains in use and the patient will be monitored with a holter for further follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.